Event description:
My zacurate pulse oximeter exploded. It was sitting on my desk, unused for about a month. I wasn't at my desk at the time, but was nearby. The sound was similar to a heavy object falling from a shelf to a wooden/concrete floor ¿ very loud. Someone at the other side of the house heard it. The device was about 2-3 years old and had not been tampered with in any way.